Event description:
Allegations of mixed connective tissue disease, atypical connective tissue disease, atypical rheumatic syndrome, polyneuropathies, central nervous system disease, rheumatoid arthritis, nonspecific auto-immune condition, polyarthritis, myalgias, neuropsychiatric symptoms, peripheral neuropathy, chronic fatigue, sleep disturbances, dizziness, chronic inflammatory response, impairment of the immune system, memory loss, loss of concentration and focus, depression, cramping, tingling and/or burning, colitis and bowel irritability, breast infections, complex surgical procedures, night sweats, silicone toxicity syndrome, silicone implant disease.